Event description:
It was reported that 2 patients have had anal fissures, bleeding and erosion using dignishield. Customer asked about recommended maintenance and procedure. Representative advised to reference the attached dignishield IFU and consult the dignishield product instructions for complete application and removal instructions, including contraindications, warnings and precautions. It was unknown if the device contributed to the fissures at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 patients have had anal fissures, bleeding and erosion using dignishield. Customer asked about recommended maintenance and procedure. Representative advised to reference the attached dignishield IFU and consult the dignishield product instructions for complete application and removal instructions, including contraindications, warnings and precautions. It was unknown if the device contributed to the fissures at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.